Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance twice due to low blood glucose. On (B)(6) 2017 they tested their blood glucose and the meter read 250 mg/dl. Customer stated that they felt low but treated for the high then went to bed. Customer was awoken by their spouse at 4:53am due to having a seizure and the paramedics being called. Customer was at 29 mg/dl when the paramedics arrived. The customer was treated with a glucagon shot and was taken to the hospital. Customer also stated that on (B)(6) 2017 they went on a bike ride and when they got home, they felt low, so they tested and the meter read 250 mg/dl but they were actually at 49 mg/dl. The customer treated for the high and wound up at 21 mg/dl. Customer's spouse poured sugar in his mouth to treat the low. The customer was at 90 mg/dl at the time of the call. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. Customer was also concerned about the o ring in the pump reservoir compartment. The insulin pump will not be returned for analysis.